Event description:
After wearing the earloop mask an assistant started to experience a cough, felt itchy and suffered from an asthma attack. The assistant was using a spray to help treat her asthma. The type of spray used was not disclosed nor if any medical attention was required.

Manufacturer narrative:
Investigation on-going.